Event description:
Event description cpi received information that two bipolar leads were removed from service. The lead model 4269 was experiencing high output with intermittent loss of capture. The lead model 4261 had dislodged for the third time. Both leads were replaced with a model 4269.